Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up the device started double beeping. The issue was caused by the downstream occlusion sensor and it will be replaced to resolve the issue.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached. There was no patient involved.